Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified mid left anterior descending artery that is 80% stenosed. The lesion was serially pre-dilated with a 3.0x8mm unspecified balloon at 10 atmospheres. The 3.0x33mm xience xpedition stent delivery system (sds) was deployed and during removal a check shot revealed a dissection at the distal end. The dissection was covered with a 3.0x8mm unspecified stent. Timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.